Event description:
Novasure handpiece would not function. Made repeat attempts with first handpiece to reposition or determine if co2 leaking. Second handpiece utilized and cavity assessment passed on first try.